Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the gastrointestinal videoscope, white foreign material on the air/water channel was found. The most likely cause was not identified. There was no patient involvement.